Event description:
The customer reported a bubble/bulge in the silicone segment. The pump module alarmed and the nurse repositioned the tubing. The pump alarmed again for a pt side occlusion and channel error. The pump was turned off and a bubble/bulge was identified in the tubing. There was no report of pt harm or medical intervention. No further pt or event information is available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the set be returned for evaluation.